Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited image noise. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that circuit board failure on scope connector led to malfunction. Cause is likely traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon review of complaint record, it was noted field date of manufacture] was inadvertently marked as 5/15/2015 instead of 5/15/2014.

Event description:
No new information received from customer.